Manufacturer narrative:
The company representative examined the system and replaced the fluidics controller pcb (printed circuit board). The system was then tested and met product specifications. The replaced fluidics controller pcb was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there were recurring multiple system messages during surgery. Each time the system needed to be reprimed and the handpiece needed to be returned. Different system messages were displayed each time. The final time, the system message could not be cleared and the surgeon removed the viscoelastic manually. The pt is reported to be fine with no adverse outcome.